Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave pulsed field ablation (pfa) catheter into the faradrive sheath, the physician purged the sheath, and air bubbles were seen. It was believed that the hemostatic valve leaked resulting in this observation. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave pulsed field ablation (pfa) catheter into the faradrive sheath, the physician purged the sheath, and air bubbles were seen. It was believed that the hemostatic valve leaked resulting in this observation. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was disposed. It was further reported that there were no abnormalities noted during preparation. Prior to the reported air ingress, the devices inside the sheath included the dilator and guidewire for transseptal puncture as well as the transeptal needle. During the reported air ingress, the farawave catheter was inside the sheath with the guidewire retreated in the catheter. A pressure bag was used for irrigation of the sheath. Excessive bubbles were seen in the aspiration syringe after purging the sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.